Event description:
N/a.

Manufacturer narrative:
Stm replaced batteries and completed pm including all functional and safety tests as per manufacturer specifications. Returned unit to customer.

Event description:
It was reported that during preventive maintenance (pm) performed by a getinge service territory manager (stm) the cardiosave intra-aortic balloon pump (iabp) was reading 0vdc, units battery would not charge or display statistics in any slot or on another cardiosave unit. There was no patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.